Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm dislodgement and high capture threshold based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Further, known inherent risk conclusion was based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU).

Event description:
It was reported that this right ventricular (rv) lead threshold exhibited high pacing threshold. Moreover, a lead dislodgement was suspected. A lead testing and chest x-ray was performed. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead threshold exhibited high pacing threshold. Moreover, a lead dislodgement was suspected. A lead testing and chest x-ray was performed. The lead was explanted. No additional adverse patient effects were reported.